Event description:
Pt self tester was on lovanox with the last injection the morning of the 27th. Her leg hurt and she went to the hospital and she had a blood clot. Pt does not know inr result from hospital. Pt has been on blood thinners for 28 yrs. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Investigation pending.